Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review:a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture yielded growth of the organism enterococcus faecalis and klebsiella which are organisms that are normally found in human intestines and are often associated with peritonitis from touch contamination. It was stated by the patient¿s nurse that the patient had poor personal hygiene. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ touch contamination during the pd exchange.

Event description:
On 10/jun/2022, a registered nurse (rn) reports that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support to order manual solution for antibiotics. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for a routine testing of the patient¿s pd effluent. It was discovered the patient¿s pd effluent was cloudy. The patient did not have any symptoms. The effluent was sent for culture and revealed growth of enterococcus faecalis and klebsiella (multiple species). The nurse stated the patient was treated with the antibiotics vancomycin 2 grams every 5 days and cefepime 2 grams daily intra-peritoneal (ip). The patient is reportedly recovering. The patient continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient has poor personal hygiene (hadn¿t showered and noted to have dirty fingernails). Therefore, the nurse attributed the peritonitis to breach in infection control/touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, a registered nurse (rn) reports that this patient on peritoneal dialysis (pd) had peritonitis during a call to customer support to order manual solution for antibiotics. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting nurse stated that the patient was seen in the outpatient pd clinic on (B)(6) 2022 for a routine testing of the patient¿s pd effluent. It was discovered the patient¿s pd effluent was cloudy. The patient did not have any symptoms. The effluent was sent for culture and revealed growth of enterococcus faecalis and klebsiella (multiple species). The nurse stated the patient was treated with the antibiotics vancomycin 2 grams every 5 days and cefepime 2 grams daily intra-peritoneal (ip). The patient is reportedly recovering. The patient continues pd treatment with the fresenius cycler without further reported issues. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the patient has poor personal hygiene (hadn¿t showered and noted to have dirty fingernails). Therefore, the nurse attributed the peritonitis to breach in infection control/touch contamination during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.